Event description:
It was reported that the device overheated. No further information was provided by the user facility.

Manufacturer narrative:
Internal component were evaluated which revealed the presence of corrosion on rotor assembly.